Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While ablating the pulmonary veins with a flexibility ablation catheter, a steam pop occurred. There were no impedance or signal issues noted so the procedure was completed and the patient was transferred to postoperative care when the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. The patient was transferred to ICU for monitoring where they remained stable.

Manufacturer narrative:
Gtin # (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.